Manufacturer narrative:
No conclusion available. Analysis of the device image revealed a telemetry logical channel open authentication failure due to telemetry interruption, which resulted in the reported issue of backup operation. Electrical testing revealed normal device characteristics with battery voltage near bol.

Event description:
Prior to software upgrade, the device was found to be in back-up vvi. The device was not implanted and was exchanged. There was no patient involved.